Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that a hair was found inside the syringe. No injury report.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photos were provided for further evaluation. Evaluation of the two photos showed an opened used kit with packaging, and a dark hair appeared to be to be inside the 5cc clear luer slip syringe. Visual evaluation of the provided photos confirmed the reported defect. Incidents of this nature are most likely attributed to operator oversight during the packaging and inspection of the product. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. A historical review of the customer complaint database dating back one year revealed no other complaints of this nature against this finished good item or lot number, and this is considered an isolated incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.